Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported unable to grasp leaflets and tissue injury were unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. The clip was inserted and grasping was performed. However, the leaflets were unable to be grasped. Therefore, the clip was removed and replaced. A chordal rupture was observed. An expired xt clip was implanted. However, after deployment, it was observed that the clip partially detached from the posterior leaflet and remained attached to the anterior leaflet. Therefore, an additional clip was implanted. Mr remained at a grade of 3. There was no clinically significant delay in the procedure.